Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had been receiving no delivery alarms since receiving the last reservoir shipment. Blood glucose value was 140 mg/dl. Replacement reservoirs were sent. The product will not be returned for analysis.